Manufacturer narrative:
"Complaint no. X. This report is being submitted in accordance with the requirements of 21 cfr part 803. The information contained herein is based on data available to caldera medical at the time of submission and may not have been fully investigated or independently verified prior to the required reporting deadline. Submission of this report does not constitute an admission or conclusion by caldera medical that the product caused or contributed to the reported event. The investigation remains ongoing. In accordance with manufacturing procedures, trays are inspected against a black background, and no particles were noted during these inspections. A final inspection of the product is also performed to verify product integrity. All mesh devices were sterilized using ethylene oxide, and the products were confirmed to meet specifications at the time of release. A review of the manufacturing records indicates that all products released during the relevant timeframe were manufactured in accordance with approved procedures and met all established specifications during both manufacturing and quality release processes. As the product was not returned for evaluation, no definitive conclusions can be drawn regarding the reported event at this time. The investigation will continue, and this report will be updated should additional information become available."

Event description:
"It was reported by the distributor that doctor raised a concern while using the tvt exact sling. Upon opening the packaging there are white flakes inside the box. He opened a few different boxes of tvt exact, and all had the same thing. There was no patient consequences reported. The device availability unknown."

Manufacturer narrative:
Additional information: d4, d5, h6, h11. Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished lot number 3944953 (product code tvtrl), and no non-conformances / manufacturing irregularities were identified. Expiration date: 31.dec.2025 manufacturing date: 17.jan.2025" as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The neuchâtel team received two photos for evaluation of the tvt exact product, product code tvtrl and batch number 3944953. An investigation was conducted on the photos received and on the batch file. The device received has been manipulated and the blister pack is open. The sealing transfer is visible and without defects, concluding that the devices packaging was correctly sealed and opened afterwards. The identification labels on the lid correspond to the batch of the complaint. During the evaluation of the photos, the presence of white particles is observed in the primary packaging. No particle size measurements can be performed on photos. According to the evaluation, this complaint is related to a manufacturing issue. The defect observed during the evaluation corresponds to the description of the event: (white flakes inside the box). The complaint is confirmed and is related to manufacturing (class I defect as per wi-emqd10 rev.25). The powder has been confirmed to be from the underside of the tyvek adhesive - powder is created during transit when device/packaging is contacting underside of the tyvek material all materials used in these devices and packaging meet the biocompatibility requirements contained in iso 10993-I: "biological evaluation of medical devices - part 1: evaluation and testing" and on FDA general program memorandum #g95-I: use of international standard iso - 10993, "biological evaluation of medical devices - part 1: evaluation and testing." The white powder has been tested by a third-party laboratory for potential cytotoxicity concerns. It has been determined that the potential deposition of these particles into the patient would not significantly increase the risk of toxicity the manufacturing number is (B)(4).